Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a glucose value of 217 mg/dl while a contemporaneous manual blood glucose test read 77 mg/dl, after which the patient calibrated the sensor and reported no further issues. Symptoms included no reported clinical effects consistent with hypoglycemia or hyperglycemia. Outcomes included no medical intervention, no hospitalization, and no long-term sequelae. Investigation included complaint handling and user education on sensor calibration and monitoring. Investigation of this case revealed that the event was attributable to an apparent discrepancy between sensor-reported glucose and capillary blood glucose that resolved after calibration, with no device malfunction confirmed. It was concluded that the cause of the reported hyperglycemia reading was unclear and that user calibration resolved the issue without further incident.